Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned for investigation. Data logs were not returned as well. Without the logs and the product, the failure cannot be investigated. Therefore, the root cause of the optical signal issue was not determined since product was not returned and insufficient clinical information was provided.

Event description:
The complainant reported the use of an impella 5.5 pump for support. During support, after ECMO was explanted, the impella 5.5 experienced a failure of the optical sensor. The device¿s position was verified, and no harm to the patient was reported.